Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced an episode of ventricular tachycardia that evolved into ventricular fibrillation. The device delivered appropriate shocks in order to end the episode. However, after this, analysis of the system was performed and it was found that high out of range pacing impedance measurements were observed on the right atrial channel, due to this, the minute ventilation (mv) sensor switched vectors which led to noise on the mv sensor, and an inappropriate signal artifact monitoring (sam) episode being recorded. Furthermore, loss of capture and pacing inhibition on the right atrial channel was observed after the device delivered the shocks. Additionally, it was mentioned that loss of capture on the right ventricular channel has been observed for years prior to this event. Troubleshooting and further evaluation of the system was discussed. The patient was hospitalized and remains in intensive care, this device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced an episode of ventricular tachycardia that evolved into ventricular fibrillation. The device delivered appropriate shocks in order to end the episode. However, after this, analysis of the system was performed and it was found that high out of range pacing impedance measurements were observed on the right atrial channel, due to this, the minute ventilation (mv) sensor switched vectors which led to noise on the mv sensor, and an inappropriate signal artifact monitoring (sam) episode being recorded. Furthermore, loss of capture and pacing inhibition on the right atrial channel was observed after the device delivered the shocks. Additionally, it was mentioned that loss of capture on the right ventricular channel has been observed for years prior to this event. Troubleshooting and further evaluation of the system was discussed. The patient was hospitalized and remains in intensive care, this device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.